Event description:
Device malfunction: failure to advance stent, time of malfunction: during procedure, after placement of 1st stent, symptoms/ae: vessel dissection, time of symptoms/ae: during attempt at placing 2nd stent. It was reported that during a stenting procedure of a left renal artery, off-label use, a dissection occurred requiring pta (percutaneous transluminal angioplasty) to repair it. The vessel was described as very tortuous with prior stent placement. The physician initially placed a herculink plus stent (#1) in the left renal artery with success, however, the stent was not long enough to cover the lesion and there was a gap between the previously placed stent and the herculink (#1). The physician elected to place another herculink plus (#2) to cover the gap, but had difficulty trying to pass this stent for placement. This stent (#2) was removed without placement, but a dissection occurred probably as a result of the first stent being pushed by the second stent in the attempt at placement. The dissection was treated with pta to "tack it up." The patient experienced temporary renal artery occlusion during the attempt to pass the second stent, but this was resolved without treatment. No additional information available.

Manufacturer narrative:
No product was returned for analysis. A search of device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the occlusion could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.